Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, two resolute onyx rx coronary drug eluting stents were implanted to treat a lesion located in the ramus interventricularis anterior artery/left anterior descending (lad) artery and diagonal branch. It was reported that stent thrombosis occurred despite controlled activated clotting time (act) heparin delivery. It was stated that potential medical intervention required to treat life-threatening or permanent damage. It was stated that presumably long stenting with abundant tissue protrusion between the stent struts caused the coagulation. No further patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.